Event description:
On (B)(6) 2024 during servicing activities of zyno medical devices, which includes preventive maintenance there is a flowrate offset% issue observed where flowrate offset% at pre-rework is (B)(4) and flowrate offset at post-rework is (B)(4). The issue is observed during preventive maintenance, so there is no patient involved. All the issues observed during preventive maintenance activities were resolved.

Manufacturer narrative:
During preventive maintenance activities done by zyno, llc flowrate offset issue was observed. Cause traced to maintenance as there were no preventive maintenance activities performed in year 2023 according to our reports which indicate that the device missed yearly maintenance required. As this issue was observed during preventive maintenance, all the issues observed were resolved. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).